Event description:
During set up for a procedure, a rubber stopper for the end of a canister on the penumbra pump max was found to be missing from a package. This prevented the tech from attaching the canister to the pump. Another canister was used and there was no adverse effect on the patient.

Manufacturer narrative:
Results: there are no visual defects however; the suction connector from the filter to the pump is missing. Conclusion: the complaint has been evaluated. The complaint states that the suction connector from the filter to the pump was missing. During the evaluation of the product it was confirmed that the suction connector was not present. Raw material reconciliation in the device history records for the pump max canister kit for this lot showed that the number of canister kits assembled was equal to the number of suction connectors pulled from inventory. In addition, there are several product testing, assembly, and packaging steps where a missing suction connector would have been noted. It is likely that this issue was due to a loose suction connector which may have been left in the packaging when the device was removed for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.